Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) with blood glucose unknown. The customer¿s blood glucose level was 322 mg/dl at the time of incident and the current blood glucose level was 225 mg/dl. The customer had high blood glucose level 322 mg/dl and the customer said it started going down, but then started to going up and later the blood glucose level was 363 mg/dl and then 408 mg/dl. The customer was feeling tenderness on stomachs and due to lab works the customer was hospitalized. The customer experienced symptoms such as exhausted. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.